Event description:
Additional information was received from the patient. They reported that the cause of not feeling stimulation while increasing the setting was not determined. They stated they did not know, they have tried to locate houston rep and had not been successful. They stated the issue has not been addressed and not yet resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that patient last weekend while out of town was diagnosed with an uti. They said they went to a local center, tested and received antibiotics. They said that 3-4 nights ago, they experienced a return of bladder symptoms at nights, said has been getting up 3-4 times at night. They said that they did adjust the setting and confirmed that sensation is comfortable. They asked about programming. Patient services reviewed information regarding how utis affect therapy and suggested no further adjustments be made until uti has been cleared. Based on setting, suggested patient decrease back to setting prior to last increase as setting is in the upper range. Patient services reviewed general programming guidance and how that will affect longevity of ins battery. Patient will maintain stimulation level and will continue to track symptoms. Redirect to doctor if issue persists. (B)(6) 2023 rtg0306831 (con): additional information was received from the patient. They reported that they are still having ongoing challenges with lack of therapeutic effect. They had previously met with the mdt rep who assisted them with reprogramming the device however patient is still having to wear pads because the interstim is not helping right now. Patient has urgency and cannot make it to the bathroom. Patient requested assistance with changing programs. Reviewed how to do so. Recommended patient monitor symptoms and follow up with managing physician if not resolved. (B)(6) 2023 the patient called because they'd wanted to get in touch with their manufacturer representative (rep). Patient services reviewed the role of the rep and offered to assist the patient in connecting to their settings if the patient wanted to make a change. The patient connected to their settings. The therapy was on. The patient stated they'd tried all their programs and that the last few times they've made an adjustment, they haven't felt stimulation at all when they increased. The patient denied having had any traumas or falls that would have led to the issue. The patient stated they no longer felt the flutter/tingle, just sometimes a pressure. The patient stated not feeling the stimulation at all also began around the time their symptoms returned. While the patient was connected to their settings they checked their battery status in their therapy menu and they saw a green "ok" for the ins. The patient was redirected to follow up with their managing health care provider (hcp) and the hcp could page the rep if needed to discuss programming. The patient stated they would reach out to their healthcare professional (hcp) and in the meantime, they were going to go try the lower program numbers again to see if they felt stimulation on any of them. The patient would continue to monitor their symptoms.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.